Event description:
As reported, during preparation it was noticed that water was coming out of the balloon pressure indicator of a 6/7f mynx control vascular closure device (vcd). There was no reported patient injury. Hemostasis was achieved by another unknown mynx control. The device was inspected prior to use and at this stage they find out that it was leaking. The balloon was properly inflated and maintaining pressure during prep. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation, a burst condition was observed on the balloon of the unit returned.

Manufacturer narrative:
Complaint conclusion: as reported, during preparation it was noticed that water was coming out of the balloon pressure indicator of a 6f/7f mynx control vascular closure device (vcd). There was no reported patient injury. Hemostasis was achieved by another unknown mynx control. The device was inspected prior to use and at this stage they found out that it was leaking. The balloon was properly inflated and maintaining pressure during prep. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation following a reported complaint. Visual inspection showed that button 1 and button 2 were not depressed, and the stopcock was in the open position. A procedural sheath was not attached to the device, and the syringe was returned detached. The sealant was in its manufactured position, fully covered by the undamaged sealant sleeves. Additionally, a burst condition was observed to the balloon. Per functional analysis, a balloon inflation/deflation test was conducted to evaluate the pressure gauge mechanism. During this test, the pressure gauge popped out as expected when water pressure was injected into the device¿s inflation system. However, the balloon was in a burst state, preventing successful inflation. The reported event of ¿pressure gauge-leakage¿ was not confirmed through analysis of the returned device since it performed as intended with no signs of leakage or any other type of abnormality. However, an additional condition of ¿balloon-balloon loss of pressure¿ was noted to the returned device due to the burst condition of the balloon. The exact cause of the issue experienced by the customer and the received condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported leakage of the inflation indicator pressure gauge, especially since there were no issues noted during analysis. However, handling factors are possible since this component has a pressure relief valve that activates when the inflation pressure applied to the balloon exceeds 40 psis. Since the user experienced a leakage from the pressure gauge, which implies excessive pressure was applied to the balloon, inflation/handling factors may have contributed to the burst noted even though the user reported that the balloon maintained pressure during prep. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.